Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received a vibratory patient notification. Upon interrogation, an alert for low, out of range, pacing lead impedance was observed. Programming changes were made. Five days later, the patient presented for a dft test and oversensing and low, out of range, pacing lead impedance were observed. Noise was observed on the real-time ECG. The physician elected to switch tachy therapy off until the generator change. There were no adverse consequences to the patient.